Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of spectrum iq pumps were ¿experiencing issues¿. This occurred during medication treatment on the clinical floors. Argatroban was running secondary to normal saline at a rate of 14ml/hr. The argatroban was not pulling from the bag even though drips were falling in the secondary chamber. The primary saline was on the blue hanger and the argatroban was in the highest position. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.